Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported a cerebral vascular accident (cva) and air embolism occurred. A left atrial appendage (laa) closure procedure was performed under intracardiac echocardiogram (ice) imaging. The activated clotting time (act) throughout the procedure remained within range. Three watchman flx pro closure device and delivery system (wds) were used with multiple recaptures during the procedure, with ultimately a 27mm watchman flx pro closure device being implanted with complete seal noted. The procedure was performed without any complications. The procedure was concluded and the patient was sent to the recovery area. While in the recovery area, the patient was described as "difficult to wake up" from anesthesia, and experienced left sided weakness in the arm and leg. A computed tomography (CT) scan was performed and the patient was diagnosed with a cva from an air embolism. The patient remains inpatient in the hospital and discharge status is unknown.